Manufacturer narrative:
Device evaluated by MFR: the isleeve was received with the dilator in the lumen. The tip was torn and there was a kink 19.5cm from the hub. There was no evidence of any damage or irregularities contributing to the reported insertion difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on returned device analysis completed 27-apr-2018. It was reported that vessel dissection occurred. A 14 f isleeve was selected ; however, difficulty with insertion was encountered. The user predilated the access site with the dilator and the isleeve was able to be inserted. The procedure continued with a "straight forward" valve deployment without pre or post dilation. After retrieving the sheath, a dissection was noted. No treatment for the dissection was needed. The femoral access was closed with a non-bsc closure device. The patient has not suffered any further complications. However, returned device analysis revealed a tip tear. This product is only ous approved but it is similar to an approved us device.